Event description:
A facility reported that there is a possibility that the tip touched the nerve during a lumbar scar excision and caused slight nerve paralysis after surgery. The surgeon assumes that the heat of the tip may have damaged the nerve. And acknowledged that the device would heat up and thinks that the issue may have been caused due to skill issue. The same product was used to complete the surgery. The patient's status is in the follow-up stage.

Manufacturer narrative:
The cusa clarity 36khz extended sheartip (c7417s) is reportedly not available to return, therefore this alleged complaint cannot be confirmed. Evaluation of the information provided points to the root cause being use error, based on the admission by the surgeon that the reported event may have been due to skill issues. No relevant capas were found in the previous two-year period, and no other actions have been identified relating to this issue, and no manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation. No further action or investigation is planned for this complaint. This will be monitored and trended going forward. At present, we consider this complaint to be closed.